Event description:
Boston scientific crm received information that this right atrial lead had tripped the lead safety switch (lss). As the impedance measurement was 1250 ohms, it was unable to be determined if the lss tripped due to high or low impedance measurements. Additionally, there was oversensing that was leading to atrial tachycardia response episodes. Additional information was received that this lead was surgically abandoned due to impedance measurements less than 100 ohms. No adverse patient effects were noted.

Manufacturer narrative:
This lead remains implanted. As a result, boston scientific crm is unable to confirm the clinical observations. No additional information is available at this time. This event will be reopened if any additional information is received. This lead was surgically abandoned; therefore the company will be unable to perform analysis on this lead. Should it be returned, or if additional information becomes available, this report will be updated.